Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 3 alarm" is not confirmed. Although, the root cause of the complaint is undetermined the returned m-force motor driver and the m-force cable both passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a "high baseline" and a "system error #3" alarm. As a result, the pump was swapped out for another. The pump was sent to biomed for service, where the field service engineer was called in to service the pump. The engineer replaced the mforce driver. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced a "high baseline" and a "system error #3" alarm. As a result, the pump was swapped out for another. The pump was sent to biomed for service, where the field service engineer was called in to service the pump. The engineer replaced the mforce driver. There was no report of patient complication or serious injury and death.